Event description:
During use for a cardiopulmonary bypass procedure, the roller pump rollers did not rotate smoothly. A "belt slip" warning message was displayed. The roller pump was replaced with an alternate device. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.